Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2306233, medical device expiration date: 03/31/2014, device manufacture date: 11/01/2012. Medical device lot #: 3179081, medical device expiration date: 11/30/2014, device manufacture date: 06/28/2013. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had hemolysis in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.